Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a power on reset (por) condition. There was a loss of therapeutic effect. It was stated the implantable neurostimulator recharger (insr) displayed a por condition about 15 minutes prior to report and the patient was shaking and had a return of symptoms. The problem had begun on the day of report and it was ¿definitely turned off.¿ they tried to check the implantable neurostimulator (ins) with the programmer and they saw an ¿ins battery low¿ screen. The patient needed to recharge it but they could not because of the por condition on the insr.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.